Event description:
It was reported that the manifold was clogging during a total knee arthroscopy procedure. The case was completed successfully without any clinically significant procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Event description:
It was reported that the manifold was clogging during a total knee arthroscopy procedure. The case was completed successfully without any clinically significant procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
Added unknown manifold as concomitant product.